Event description:
It was reported that the user received an occlusion alert while using an inset 23" infusion set and resumed delivery before changing all infusion supplies due to low insulin. Investigation of this case revealed that the occlusion resolved only after the infusion set and related supplies were replaced. No clinical symptoms reported during the event. Outcomes included no reported clinical impact, no medical intervention, and no hospitalization. It was concluded that the event was consistent with an infusion line occlusion that was mitigated by supply replacement, with no evidence of device malfunction beyond the resolved occlusion.